Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the procedure that was to be completed at the time of the event was aborted. No patient or user harm or injury was reported to philips. It was reported to philips that the customer had asked a third party to resolve the issue. No resolution information was provided by the customer regarding this action. The codes were updated based on the investigation outcome. Evaluation method results code was corrected.